Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The outcomes attributed to the device were pain, erosion, extrusion, fistulae, recurrence, vaginal scarring, organ perforation, bladder stones, urinary problems, and bowel problems. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 and (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, abdominal colposacropexy, burch, paravaginal repair, defect directed posterior colporrhaphy and cystoscopy due to pelvic organ prolapse, cystocele, rectocele and stress urinary incontinence. It was reported that the patient underwent mesh removal, exploratory laparotomy, take down of fistula, sigmoid colostomy and hartmann¿s patch on (B)(6) 2011 for colorectal vesicle and vaginal fistula. On (B)(6) 2011, the patient underwent mesh removal for fragmentation of foreign body bladder stone and erosion of mesh into the bladder. On (B)(6) 2012, the patient underwent mesh removal by cystoscopy with laser fragmentation for mesh in the bladder fragments.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.